Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a remstar device's sound abatement foam. The patient alleges nose irritation, respiratory tract and/or headache, dizziness, hypersensitivity, asthma (new or worsening), inflammatory response, lung disease and reduced cardiopulmonary reserve. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, product investigation laboratory initiated therapy with the device and verified airflow, the manufacturer used a known good product investigation laboratory supplied power supply and ac power cord and also observed customers humidifier heater plate did heat. Secondary findings of dust-like contamination at the air inlet, air outlet port, on the printed circuit assembly (pca), in the blower box, blower motor, bottom enclosure and throughout the inside enclosure. Air inlet seal had yellowed and had dust-like contamination on it. Flip lid seal had unknown dark contamination on it. White and tan dust-like and hair-like contamination, throughout humidifier enclosure, under the heater plate an iso port (international organization of standardization). White and tan dust-like and hair-like contamination on dry box seals. Unknown brown contamination on water tank inlet seal. Missing ui (user interface) knob, sd card cover and water tank. Product investigation laboratory can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 2 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device and was unable to address the patient's symptoms. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, asthma (new or worsening), inflammatory response, lung disease and reduced cardiopulmonary reserve. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.